Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that on (B)(6), they went to the doctor's office and met with a manufacturing representative (rep). Patient said the representative reprogrammed the patient on program 1 at 1.3 and said the stimulation would be on for 2 hours every day. However, patient said the therapy has never worked at all and now it is worse than before they got the device. Patient also said they have a lot more leakage. Patient mentioned they started to get a really bad pain in their sciatic nerve when they attempted to increase the stimulation. Agent assisted the caller with connecting to the ins and reviewed different programming options with the caller. During the call the patient increased stimulation. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. On (B)(6) 2025, 14:03:24 - the patient called back and repeated information previously noted. Patient stated they changed to program a earlier but then all of a sudden started getting the urge to go and it came out like a faucet and they had pain near their sciatic nerve. Patient stated the leaking has happened two times already andis uncontrollable. Agent reviewed therapy adjustment options and stimulation expectations. Patient decided to change back to program 1. Patient confirmed stimulation was comfortable. Patient will maintain stimulation and monitor symptoms. Patient to follow up with doctor if issues persist. On (B)(6) 2026 additional information was received from the patient. The patient called back and repeated same therapy issues as previous reported and also pain in the sciatic nerve. The patient said that they went to the ER on (B)(6) due to the sciatica pain and therapy had been turned off. The patient said they didn't want to turn therapy back on due to their concern that the sciatica pain will become worse. The patient said they had seen a representative twice since implant, once might have been on (B)(6) and reprogramming was performed. The patient also asked about having the system removed. When asked, the patient had not discussed sciatica pain or having device removed yet with the nurse practitioner or managing doctor. The patient was redirected to contact their healthcare provider to discuss their situation and schedule an appointment for device check. On (B)(6) 2026 additional information was received from the healthcare provider stating that explant surgery was scheduled (B)(6) 2026. At the time of the letter the device was still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.